Event description:
During bypass surgery,the surgeon buttressed the anastomosis.after firing the stapler,the surgeon felt a little resistance when removing the stapler using the standard recommended technique. After stapler removal standard practice is to scope the site to inspect for leaks,it was noted that there was tearing between the staples.the area was over-sewn and patient is doing fine.